Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had experienced a hot stabbing pain at their implant site on the right side, which got pretty bad and started a couple weeks ago. The patient stated the pain was intermittent, happened once or twice a day, and then would go away after a couple of hours or so. When they felt the pain the patient had been sometimes standing, starting to lay down, or walking. The patient also reported having rectal bleeding since (B)(6) 2016, which they did not think was related to their device, but to their hemorrhoids. The patient noted they had been receiving at least (B)(4) or more symptom reduction and the implant was working well for them. The patient was to follow up with their healthcare provider (hcp). The patient later reported they had seen their hcp on (B)(6) 2016 and they recommended the patient see a gastroenterologist, so the patient made an appointment for (B)(6) 2016. The patient noted they were still feeling the pain, however the amount of times it occurred had decreased. The patient stated it may have been because they were more active, and they took over the counter ibuprofen for it. MFR report number: 3004209178-2016-10646.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.